Event description:
Allegedly the patient was revised due to infection (left).(B)(4)

Manufacturer narrative:
This report will be updated when the investigation is complete. Trends will be evaluated. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.